Event description:
It was reported that during a procedure to treat an in-stent restenosis (unknown stent), in the mid left anterior descending artery, a perforation occurred. A 3.0 x 26 mm graftmaster was advanced, but was unable to cross and was removed. Although there was difficulty advancing the 3.0 x 16 mm graftmaster, it was able to cross and was implanted; however, the perforation was not sealed distally. A 3.0 x 12 mm graftmaster was advanced, also with difficulty, and implanted distally; however, the perforation still did not seal. An attempt was made to seal the remaining distal perforation; however, the coils were unable to cross. At this time prolonged balloon inflations were performed for 2 hours, and the patient was given protamine until the perforation clotted off. During the procedure the patient experienced st elevation, which resolved when the perforation sealed. The final patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional graftmaster stents are being filed under separate medwatch reports. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, or accessory device support. Overall, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. Hemorrhage is listed as observed or a potential adverse event associated with the coronary stenting in the graftmaster otw instructions for use (IFU). Due to the inherently emergent and serious use of the graftmaster device, it is possible that the perforation itself and/or the inability to treat the perforation may have contributed to the reported cascading patient effects including EKG/ECG changes and hemorrhage. The additional therapy/non-surgical treatment appears to be a secondary effect of the perforation not being sealed as several other stents and prolonged balloon inflations were required to treat the perforation and the patient was treated with medication for the st elevation. However, a conclusive cause cannot be determined for the reported patient effects or their relationship to the device, if any. The device was not returned for analysis however it is likely an interaction with the patient anatomy contributed to the resistance during advancement and there is no indication of a lot specific product quality deficiency. The device lot history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported.